Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment, recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 2. The clip delivery system (cds) was advanced to the mitral valve and noted thick leaflets. The clip was implanted and mr reduced to 1. In the evening following the case, an echocardiogram was performed and noted single leaflet device attachment (slda) of the clip from the anterior leaflet. Mr increased to 2. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. An additional procedure is planned for april 30. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effects of recurrent mr and tissue injury were due to the slda. Mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 2. The clip delivery system (cds) was advanced to the mitral valve and noted thick leaflets. The clip was implanted and mr reduced to 1. In the evening following the case, an echocardiogram was performed and noted single leaflet device attachment (slda) of the clip from the anterior leaflet. Mr increased to 2. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. An additional procedure is planned for (B)(6). Subsequent to the initially filed report, the following information was provided: a second procedure was performed on (B)(6) 2021 and an additional clip was placed on the lateral side of the slda, reducing mr to 1. It was noted there may be injury on the anterior leaflet that the clip detached from. No additional information was provided.